Event description:
It was reported to philips that a "proximal pressure sensor auto-zero failed" alarm occurred when an operational check was performed on the device at the sales office. The device was not in use at the time of the event. There was no report of patient or user harm/impact. A philips service technician evaluated the ventilator and the reported issue was not duplicated by a test run performed. The occurrence record of the error code was confirmed in the drpt, and it was determined that solenoid valve 3 and 4 need to be replaced.

Manufacturer narrative:
G4:12apr2021. B4:10may2021. The philips service technician replaced the solenoid valve 3 and solenoid valve 4 and the device returned t full functionality after repair was competed.